Manufacturer narrative:
Analysis of the returned device found that the handpiece had issue in tool insertion and rotation. The bearings were found to be broken and corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, it was found that the tool had issue with rotation and heating problem. The overheating occurred within a minute and the device was being used at 60000 rpm in forward mode with manual irrigation. The device was not used in the procedure and a separate attachment was used to complete the procedure. No patient involved.